Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. While troubleshooting a diluent sense error, the customer noticed a leak under the analyzer. The volume of the leak was not reported and the leak was not contained. The operator was wearing personal protective equipment. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a leak of diluent and cleaner at pinch valve 49 (pv49) which had leaked down to the diluent container and triggered the diluent sensor error. The fse replaced the tubing at pv 49 to resolve the leak and the diluent sense error. Failure mode was identified: the failure mode is leak in tubing at pv 49 which triggered the diluent sense error. No erroneous results were generated. Upon recur of the failure mode; the leak at pinch valve pv49 is likely to cause erroneous results for all parameters due to carryover with manual aspiration. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).